Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the perceived root cause of the positioning issue was the anatomical eccentricity of the annulus, which contributed to the initial valve's inability to seal effectively. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through patient safety, psc received a call today from a patient. The patient initially requested the implant cards for her valve but later reported that this valve was a second tavr via viv on the same day as her initial tavr. The patient also had additional valve questions. The patient was taken initially emergently to the hospital for atrial fibrillation. During this stay, the patient was diagnosed with a congenital bicuspid aortic valve and minor mitral valve regurgitation. As a result, the patient's heart team recommended for tavr and began workup. On (B)(6) 2025, the patient went back to the hospital for the tavr. The patient returned from their procedure and was kept overnight. The following day, the patient was updated about the situation. According to the patient, their interventionalist stated that the first implanted sapien 3 ultra resilia ''started to leak about 50cc of blood''. So, the interventionalist opted for a viv with another sapien 3 ultra resilia. Afterwards, the patient was instructed to follow up with in the next coming months and was discharged home that day on post op day 1. Two weeks after the procedure, the patient visited a nurse practitioner (np) at the interventionalist's office. The np reported that the patient's right catheter site required more time to heal and would still need to visit their physician. A blood test is required prior to this appointment and an echo will also be performed. As reported by the field clinical specialist (fcs), during the initial deployment of the 26 mm edwards sapien 3 ultra resilia valve in the native bicuspid aortic valve position via transfemoral access through the right femoral artery, the first valve landed close to the intended implant location. The eccentric shape of the annulus and location of calcium in the leaflets led to improper seal around the annulus. The initial position was 80:20 aortic/ventricular but landed 90:10 aortic/ventricular. The implanting md thought the valve may have landed too aortic on the left cusp side of the valve, landing about 100:0. The second valve was positioned about 5 mm more ventricular to seal the gap that could not be sealed by the first valve. After second valve was implanted at about 70:30 relative to the native annulus, the pvl jet was reduced to less than mild. No edwards lifesciences devices were returned for evaluation, as both valves were implanted. The patient remained in stable condition following the procedure. The perceived root cause of the positioning issue was the anatomical eccentricity of the annulus, which contributed to the initial valve's inability to seal effectively. The initial reporter (e.g. Physician, nurse) did not allege that any of the ew devices were deficient in any way.